Manufacturer narrative:
Conclusion: device investigation revealed mechanical damage to the coil interface, which goes in line with the reported trauma. In addition, two channels migrated post-operatively out of cochlea as confirmed on the device explantation report. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient had a fall at home onto the laminate floor which resulted in no hearing impression with the device. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a fall at home on laminate floor which resulted in no hearing impression with the device. Re-implantation is considered.